Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; however, specific value was not provided. Suspected cause was due to the customer¿s personal profile requiring adjustments. Customer correction bolus via the pump was delivered to address bg. Customer updated their settings to address the event.